Event description:
Total knee revision. The femur, tibial insert, and tibial baseplate were removed. A ts femur with a stem and augments, universal baseplate with a stem, and a ts insert were used to replace them. The revision was performed because the patients had limited range of motion.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown duracon tibial insert. The other device listed in this report were an unknown duracon xl femur and duracon large tibial baseplate. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.